Event description:
It was reported that the patient was having a transcatheter aortic valve replacement procedure. External pads were placed directly over the defibrillator. During the procedure, the subcutaneous implantable cardiac defibrillator gave an inappropriate shock for ventricular tachycardia. A system check post-procedure found normal operation. There were no additional adverse patient effects. The system remains implanted.